Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the patient underwent venaseal treatment of left long saphenous vein. No problems at the time of the procedure, but 11 days later, patient has contacted the doctor complaining of redness on the skin, itch and some pain. The sample was not available for return by the end user. The mild inflammation responded well to oral and topical anti-inflammatory which is consistent with non-specific mild inflammation of the cutaneous and subcutaneous tissue.